Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not deliver the same amount of insulin programmed. The customer's blood glucose was 191 mg/dl at the time of incident. The customer's blood glucose was 99 mg/dl at the time of call. The insulin pump will be returned for analysis.